Event description:
It was reported that the end of the distal catheter was broken.

Manufacturer narrative:
The slit on the tip of the distal catheter was torn. It is unk how or when this damage may have occurred. The catheter met all specifications for tensile strength and elongation testing. A review of the manufacturing records showed no anomalies.